Event description:
Patient was revised to address osteolysis and poly wear of the tibial insert, with failure of the locking mechanism.

Manufacturer narrative:
Examination of the submitted tibial insert confirmed unanticipated wear and the locking mechanism has fractured. Review of the device history records did not reveal any anomalies. The investigation could not draw any conclusions about the root cause of the locking mechanism fracture; however, a non-functional locking mechanism could contribute to movement of the insert inside the tibial tray leading to accelerated polyethylene wear. Based on the investigations inability to identify the root cause of the event and the product code being a discontinued item, the need for corrective action is not required. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.